Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97791, lot# n372138, implanted: (B)(6) 2013, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation. About a week prior to the report, the patient had a malfunction where it felt like a power line had fallen and it was sparking. It also felt like ¿having a heart attack.¿ the patient could not turn the implantable neurostimulator (ins) off with the patient programmer and after 2.5 hours, the ins went dead. The patient normally had her settings at 3.11 or 3.15v. It was further reported that the patient¿s ins was migrating up into her back and it was being blocked by the metal bar in her back. This had been occurring since implant, but it eventually was so high where it was painful. The patient was told by the physician that it had gotten worse and that she had lost too much weight. They were planning on revising the location via surgery and the patient had an appointment. The patient noted that it had been a pain to connect with the patient programmer and recharger since it had moved. The patient saw the screen that told her to charge the ins. The patient was able to charge the device. The patient was able to charge enough where she should be able to turn it on. The patient did not feel comfortable turning it back on because on (B)(6) 2015, when she started it up, she got strong impulses all over her body like shocking sensations and couldn¿t turn it down or off. It took 2.5 hours to lose charge and to shut it off. Both the programmer and the recharger would not turn it off. The manufacturing representative told the patient that she had to ¿clear something.¿ it was further reported that the patient received assistance from the physician or manufacturing representative and her concerns were resolved about the charging malfunction. This occurred on (B)(6) 2015. The patient still had concerns regarding the stimulator adjustment but was working with the physician. The patient had an appointment on (B)(6) 2015. The patient¿s pocket was redone and everything went fine.